Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo lesion in the distal left anterior descending artery. Using a femoral access site, the xience xpedition 2.75 x 23 mm was deployed; however, a dissection occurred that was treated with another xience xpedition 2.25 x 15 mm. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.